Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the customer's body may have been obstructing the connection between the transmitter and the pump on some occasions when the issue occurred. At the time of the customer's contact with tandem technical support, the pump and transmitter were over 20 feet apart and the customer's body was potentially obstructing the connection between the two devices. The customer indicated that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support regarding the reported issue.